Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that the non-invasive blood pressure (nibp) was reading inaccurately, and customer wants to know why this was happening. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). The clinical staff stated on this one patient the nibp was not correlating with the invasive pressure. Arterial blood pressure (abp) was needed to be used instead of the nibp for calculating drugs.; the patient already had an abp so not additional steps need to be taken. It is reading 39/15. The nurse was stating she tried different hoses/cuffs in different locations. The nurse could get an accurate nibp reading with a vital signs machine. They were comparing it to abp; they will not match. The rse indicated that if they want it match closer to the abp, they will need to change their reference to invasive. The patient also had a lot of arrhythmias and they do things that might be causing some of the issues as well, as this is the only patient that is having this issue. The nibp stat mode will only check for 1 pulsatile pressure as it steps down instead of 2 equal. The rse recommended the following settings: change in configuration mode just for this patient a reference to abp. The nurse may want to try to take nibp stat to see if they get a better reading doing only 1 reading as it steps due to the arrhythmia. However, with the hardware tested out, then it would be a clinical limitation of this patient and they may need to rely on the abp exclusively. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was related to a configuration issue and possibly patient limitations. The issue was resolved by providing recommendations on setting changes. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.